Event description:
A healthcare facility reported via our distributor that a quantity of 3 rt020 end expiratory filters had increased resistance causing increased positive and expiratory pressure and inaccurate exhaled tidal volumes. No pt consequence was reported.

Manufacturer narrative:
Method: the device is en route to the MFR for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up.